Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure due to clogging of channel-tube, the tube cleaning brush and forceps cannot be inserted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope experienced biopsy forceps stuck in scope and forceps cannot be inserted. The issue was found during reprocessing. There were no reports of patient involvement.